Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual inspection of the as returned product identified clearly evident fractures that have broken off portions of the implant, as well as a heavy coating of residue. The reported device was located on tooth # 14 and was used for approximately 9 years. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) and biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) information identified: applicable information can be found in the warnings, precautions, and breakage sections. The complaint reported that the implant fracture during chewing. The reported event is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (oss311) fractured while the patient was chewing. The fractured implant was removed.